Event description:
The catheter broke off during insertion.

Manufacturer narrative:
The sample was not returned for the investigation. Additional information was requested, but received no response. If additional information is received a supplemental report will be submitted. (B) (4). (B) (4).